Event description:
The infusion pump appeared to be operating but was not delivering any fluid. This was noted during the infusion of a medication "to increase the pt's b/p." The rate of the infusion was being increased with no effect on the b/p. When the solution container was observed it was noted to be full. It is not known how long the pump was running. The infusion pump was removed from use. It was reported that no pt injury occurred.